Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that patient's bladder was worse and they were not able to control their bladder. Patient would go every 2-3 hours and when they drank it went right through them. Patient stated if they laid on the bed or floor and moved slightly, especially in the car, they had no bladder control. It was noted it used to work very well and that sometimes it was better. Patient had increased stimulation up to 2.8 and felt stimulation in their legs. Stimulation was decreased back down to 2.5 and patient no longer felt it stimulation in their legs. At the time of the report, patient felt stimulation in their bicycle seat area and in their foot at 2.5. Patient decreased stimulation down to 2.2 and no longer felt stimulation in the bicycle seat area but continued to feel stimulation in her foot. Patient was not standing up and was on their side. No further complications were reported.